Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 8021545.

Event description:
It was reported that the patient faced tingling being unable to move well and to stand up event on (B)(6) 2026. The patient removes the pump at night and pulls out the cannula without noticing it. Patient experienced the symptoms of hypermobile, freezing and off symptoms at the time of event.